Manufacturer narrative:
We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant products: thermocool® smart touch® sf bi-directional navigation catheter (model # d-1348-05 , lot# 17764261l). Thermocool® smart touch® sf bi-directional navigation catheter (model # d-1348-05 , lot# 17759111l). (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with thermocool® smart touch® sf bi-directional navigation catheters x 3 and suffered a cardiac tamponade requiring pharmacologic support and pericardiocentesis. During ablation, smarttouch sf # 1 would not deflect as intended. Smarttouch sf # 1 was exchanged for smarttouch sf # 2. Smarttouch sf # 2 also would not deflect as intended. Smarttouch sf # 2 was exchanged for smarttouch sf # 3. Upon insertion of smarttouch sf # 3, the left atrial appendage (laa) was perforated. Cardiac tamponade was visualized via echocardiography. An unspecified medication was administered. Blood pressure was stabilized. Pvi and cti ablation continued. Post-ablation, pericardiocentesis yielded 300 ml of venous drainage. Patient was transferred to the intensive care unit (ICU). There is no information regarding extended hospitalization as a result of the adverse event. Patient outcome is unchanged. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that smarttouch sf # 3 was inserted into the laa without checking the fluoroscopic control. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors observed on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified product. There is no sheath information. Generator was set on power control mode. There is no information regarding spi value, catheter proximity, or catheter zeroing. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Additional information was received on 5/22/2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the expiration date (11/19/2018) and the manufacturing date (11/20/2017) were provided. The corresponding fields of this report have been updated. Manufacturer's ref no: (B)(4).